Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 6:30 pm, the patient noted the reported meter would power off during use; she was unable to obtain a blood glucose reading. One hour later, the patient experienced the symptoms of dizziness and "low blood sugar". The patient administered self-treatment by consuming more food and/or drink at 8:00 pm. The patient did not seek any medical attention. During the troubleshooting telephone call it was determined the meter did not power off before the usual time was up and the patient had not replaced the meter's battery. The issue was not resolved, as the patient did not have a replacement battery available. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.